Event description:
While performing an investigation on a customer's freestyle navigator transmitter, a crack was observed near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's transmitter was returned and investigated. Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Event description:
User received questionable results for tsh on the additional e module (emod) analyzer for one patient sample which does no fit the clinical picture of the patient. Initial tsh result gave 10.1 uiu/ml. Patient sample was repeated 3 times on this emod with results confirming the initial tsh result. Actual repeat tsh results were not provided. Patient sample was repeated using brahms ria method giving tsh result of 0.108 uiu/ml. Patient sample was additionally repeated on an abbott axsym analyzer giving tsh result of 0.016 uiu/ml. These repeat tsh results were expected with regard to the patient's clinical picture. No information was provided to determine if tsh results generated from the roche e module analyzer were reported outside the laboratory. There was no consequence on patient treatment or medication. No adverse event has been alleged. Tsh reagent lot number, 158157. Patient sample is available for further investigation. Investigation is on-going.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.